Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j376h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. The manufacturing record evaluation was performed for lot qkmjbr and identified a non conformance related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. No further information is available. Were x-rays performed to localize the needle tip? =>no further information is available. Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. What is the patient¿s current status? No further information is available. What is the patient age, weight, and medical history? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by a sales rep that, during a laparoscopic cholecystectomy, during wound closure, after the needle was passed through the fascia, when a surgeon tried to put the 2nd stitch, surgeon noticed that the needle tip was broken. The broken needle tip was searched for about 10 minutes. The needle tip was confirmed to be caught on the peritoneum and removed. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. Additional information was requested.